Manufacturer narrative:
Based on the information available, no conclusion can be made. Per medical records review, about 3 months post implant of ventrio st mesh, patient was diagnosed with seroma, hematoma and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device lists seroma and hematomas as possible complications. This emdr is submitted to represents ventrio st mesh (device #2). An additional supplemental emdr is submitted to represent composix kugel mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by the attorney: on (B)(6) 2012 - patient with the history of primary umbilical hernia repair developed recurrent incisional hernia thereby underwent open repair with the implant of composix kugel (device #1). Per operative notes, "the hernia sac was identified just inferior to the umbilicus and amputated. A piece of composix kugel mesh (device #1) was irrigated in antibiotic solution and secured in place with suture." 07-apr-2014 - patient developed abdominal pain, abdominal distention, lightheaded, nausea and vomiting thereby underwent CT scan. On (B)(6) 2014 - patient was diagnosed with large incisional hernia thereby underwent laparoscopic repair with ventrio st mesh (device #2), iysis of adhesions and removal of mesh (device #1). Per operative notes, ¿there was a large incisional hernia and a large hernia sac which contained old mesh. There was a dense adhesion of the omentum to the mesh, and a segment of the small bowel was also adhered to the mesh which were taken down with sharp dissection. The small bowel was freed and hernia sac was then excised. A ventrio st mesh (device #2) was then placed into the abdominal cavity and tacked.¿ 29-jul-2014 - patient was diagnosed with abdominal pain thereby underwent evacuation of seroma and hematoma. Per operative notes, ¿the capsule surrounding the seroma/hematoma was excised. Cultures were taken from the hematoma/seroma fluid. The fascia, was intact and there was no evidence of exposure of underlying mesh.¿ 30-jul-2014 - patient had a placement of wound vac and would likely need it for long time. Attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence and emotional injuries.